Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. Prior to connecting the reservoir, it did not inflate properly. When the bulb was squeezed, air escaped the reservoir; but when the bulb was released, air was not able to be sucked back into the reservoir. The surgeon opines that the cause of this matter was the anti-reflux valve. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.